Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was not determined.

Manufacturer narrative:
Product analysis ¿ as found condition: the pushwire was returned inside a biohazard bag and a shipping box. No braid was returned with the pushwire. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the pushwire was returned without the braid. No damage was found with the pushwire. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid into the vessel bend. However, the customer reported that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which ruling them out as potential causes. The damaged braid could not be ruled out as a possible cause. Since the braid was not returned, any contribution it may have made to the reported issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used ped (pipeline) to treat the aneurysm. The stent microcatheter was delivered distal to the m1 level of the middle cerebral artery. After thorough hydration, the stent was delivered in place. Then approximately 15mm of the stent was deployed, but the stent still failed to open. The surgeon waited, and the middle segment of the stent gradually opened, but the distal segment still did not open. Slight shaking of the delivery guidewire by the surgeon failed to open the tip. Partial retrieval and redeployment of the stent still failed to open the stent tip. The surgeon attempted to pull back the stent and deploy it again, but it still failed to open. After multiple attempts failed, damage to the stent tip was discovered. Upon removing the stent and microcatheter, the surgeon found the stent tip was damaged. The stent was then replaced with a ped2-500-18. The surgery was successful after this procedure. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid ophthalmic artery segment aneurysm with a max diameter of 4.8mm and a 3.2mm neck diameter. Landing zone: distal: 4.2mm and proximal 5.1mm. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Preoperative routine dual antiplatelet therapy met the standard. The angiographic result post procedure was normal, and the blood vessels were patent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.